Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-725h-(B)(4): the fiber does not exhibit signs of usage; the fiber is broken within the white tubing at 3 feet and 3 inches from input connector, between the connector and control knob; the fiber was tested with hene laser fixture, aim beam is present at location of the break; the white tubing does not exhibit signs of melting at the break. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation. Additional information: review of lot 725h DHR did not indicate any failures upon the final inspection.

Event description:
Analysis of the returned device revealed the fiber is broken within the white tubing. The aim beam is visible at the location of the break. No patient harm reported.